Manufacturer narrative:
The referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified tears in both the inner and outer valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tears in the valves. Boston scientific's investigation determined the tears in the silicone of the hemostatic valve most likely caused the leaking observed clinically and was likely attributed to the device design.

Event description:
It was reported that during a pulse field ablation (pfa) procedure using a faradrive sheath excess air was seen during aspiration. After the catheter was inserted into the sheath aspiration was performed. At this time excess air was seen to be drawn. The catheter was removed, and aspiration was performed again and there was no excess visible air. Aspiration was performed a third time with the catheter in the sheath again, once again excess air was observed. The sheath was replaced with another faradrive sheath, and the procedure was successfully completed. No patient complications were reported as a result of the event. The sheath has been received for analysis.

Event description:
It was reported that during a pulse field ablation (pfa) procedure using a faradrive sheath excess air was seen during aspiration. After the catheter was inserted into the sheath aspiration was performed. At this time excess air was seen to be drawn. The catheter was removed, and aspiration was performed again and there was no excess visible air. Aspiration was performed a third time with the catheter in the sheath again, once again excess air was observed. The sheath was replaced with another faradrive sheath, and the procedure was successfully completed. No patient complications were reported as a result of the event. The sheath is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.